Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. The incident date is unknown. I have had a customer that started to use our clip applier ca500 in late (B)(6) this year. The surgeon historically used our 5 mm clip applier. I supported cases when I was introducing the ca500 to him and he was happy with the universal clip applier at that time. However after a few cases the surgeon had concerns about the firing sequence. At this point the surgeon made me aware of a bile duct leak he had with one of his patients and although it was rare that this occurred he wasn't necessarily attributing it to the clip applier but he wanted to know how he could tell if the clip was securely on the vessel. I in-serviced the product and supported a case and the surgeon was happy to move forward. Last week I spoke again with the surgeon and he told me he had incidences of clips coming off and wasn't confident in how much torque or pressure to close down the clip on the vessel. I have no product to return as any incidence that was noted was after a case and no product was retained. Patient status: the patient was retained in hospital for 5 weeks after bile duct leak, the patient is ok now.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.

Event description:
Procedure performed: lap chole. The incident date is unknown. I have had a customer that started to use our clip applier ca500 in late march this year. The surgeon historically used our 5mm clip applier. I supported cases when I was introducing the ca500 to him and he was happy with the universal clip applier at that time. However after a few cases the surgeon had concerns about the firing sequence. At this point the surgeon made me aware of a bile duct leak he had with one of his patients and although it was rare that this occurred he wasn't necessarily attributing it to the clip applier but he wanted to know how he could tell if the clip was securely on the vessel. I in-serviced the product and supported a case and the surgeon was happy to move forward. Last week I spoke again with the surgeon and he told me he had incidences of clips coming off and wasn't confident in how much torc or pressure to close down the clip on the vessel. I have no product to return as any incidence that was noted was after a case and no product was retained. Patient status: the patient was retained in hospital for 5 weeks after bile duct leak, the patient is ok now.